Event description:
During a ptca procedure, balloon removal difficulties were encountered. The balloon had been inflated 5 times to 12 atms. While attempting to withdraw the balloon from the wire, removal difficulties were encountered. The maverick2 monorail catheter was removed and another balloon catheter was successfully used.